Event description:
The patient reported that this is the second time her infusion device shut down without giving her the a2 (low power pack) or e2 (power pack depleted) alarm. The patient also noticed that her screen was blank. The patient reported that the power pack was approximately 3 weeks old, and that she has not been changing her power pack every 2 weeks per the power pack recall. The patient stated that she received the power pack recall information from a pharmacist at a diabetic center; however, she has not been changing her power pack every 2 weeks because "she has never had a probelm." The patient was buying her power packs from a retail shop. The patient was educated on the importance of changing her power pack every 2 weeks. The patient did change out her power pack and the infusion device started working properly. The patient was added to the mailing list to receive replacement power packs. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.